Event description:
When the nurse retracted the needle, she noticed the green hub of the catheter was not attached to the catheter. There was no pt harm.

Manufacturer narrative:
A prepaid mailing label and tube were sent to the customer for the return of the sample. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).